Event description:
Caller reported a tandem mobi cartridge alarm that occurred when attempting to reload the cartridge multiple times without drops at the tubing's end yet confirmed no adverse impact to the customer's blood glucose level. Customer service confirmed the alarm and decided to replace the pump, as the customer had not previously experienced such alarms with this pump. The customer will use mdi as a backup therapy, and was informed of the need to program settings and connect their cgm to the replacement pump with updated software. They were instructed to return the defective pump using a pre-paid label and provided return box to avoid billing, and understood the process, including putting the pump into storage mode before returning it.